Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6 a review of the device history record found nodeviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance for this device. Based on the investigation results, the customer reported that the metal part was broken without detachment, making it impossible to suture, could not be identified. Without an investigation of the item in question, it is not possible to determine an exact technical cause. Most likely, the reported defect was caused by excessive force. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic laparoscopic radical prostatectomy under general anesthesia surgery, the laparoscopic needle holder was used well. However, halfway through the suture, the needle holder suddenly failed to hold the needle, and there was no response to clamping. After removing the needle holder, it was found that the metal part was broken without detachment, making it impossible to suture. The needle holder was replaced to continue the surgery. There were no reports of patient harm.